Event description:
The customer complained of a questionable inr result for 1 patient from coaguchek xs pro serial number (B)(4) compared to the laboratory result. At 11:00 am the result from the meter with a fingerstick was 7.5 inr. The result from the laboratory was 4.7 inr. The laboratory sample was collected within 7 hours of the fingerstick. There was no adverse event. The laboratory result was believed to be correct. The patient's warfarin was withheld for two days based on the laboratory result. The patient was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in diet, no illness, no new medications, no bleeding, and no bruising. The patient's therapeutic range was not known. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.